Manufacturer narrative:
Patient information: unk. Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Health professional, occupation: unk. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a cc4204a intraocular lens, diopter +22.0 was broken during injection and was then thrown away. This occurred on (B)(6) 2019. Attempts to obtain additional information have not been successful.